Event description:
The customer reported to olympus, the visera 4k uhd camera control unit displayed a communication error code e222. The issue was found during preparation for use for a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) visited the site to evaluate the device. The camera was found to be faulty and causing the e222 error message with no image. The control unit was working ok. The connector of the camera had poor contact. After cleaning the connector, the error message was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to g2.: (inadvertently selected healthcare professional) .and h6.: (inadvertently missed 10). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is reported, that the phenomenon was resolved by cleaning the connector of the camera. Therefore, it is possible, that the "e222 error code" is displayed, due to the communication caused by some attachment such as dust and other foreign materials. Olympus will continue to monitor field performance for this device.